Event description:
A call was received through technical services reporting svc impedance > 200 ohms and thought to be possibly related to insertion within the device port. The ICD was replaced. No patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found. Other: a call was received through technical services reporting svc impedance > 200 ohms and thought to be possibly related to insertion within the device port. The ICD was replaced. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed; visual examination: device performed according to specifications, device operated according to specifications, impedance, high.